Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found within the bd luer-lok¿ syringe. The following information was provided by the initial reporter: internal particulate.

Event description:
It was reported that foreign matter was found within the bd luer-lok¿ syringe. The following information was provided by the initial reporter: internal particulate.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2021835. D.4. Medical device expiration date: 30-sep-2026. H.4. Device manufacture date: 16-feb-2022. D.4. Medical device lot #: 2021832. D.4. Medical device expiration date: 30-sep-2026. H.4. Device manufacture date: 03-feb-2022. D.4. Medical device lot #: 2028783. D.4. Medical device expiration date: 31-oct-2026. H.4. Device manufacture date: 22-feb-2022.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 3 photos and 24 loose samples submitted for evaluation. The reported issues of foreign matter, were confirmed upon inspection and testing of the samples. Seven samples displayed excessive silicone inside the syringe. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that foreign matter was found within the bd luer-lok¿ syringe. The following information was provided by the initial reporter: internal particulate.